Event description:
It was reported that a malfunction alarm occurred with the pump, specifically displaying malf 16, and it was confirmed that the pump was still under warranty. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for a replacement pump, and the customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Additionally, the customer was instructed to put the malfunctioning pump into storage mode and return it using a pre-paid label.